Event description:
It was reported that the pump touch screen was ¿spidering and starting to spread across the screen¿. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.